Manufacturer narrative:
Patient age at time of event: (B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03914, 2134265-2016-03925 and 2134265-2016-03932. It was reported that catheter entrapment on guidewire occurred. The target lesion was located in the distal anterior tibial artery. During a lower leg angiogram, a 300cm straight tip v-14 controlwire was advanced through a very tight lesion. A 150cm rubicon was then advanced over the guide wire to cross the lesion. However, the device could not cross the lesion, so the physician attempted to pull the wire back but was failed to do so. After several attempts of pulling the wire, the tip of the wire sheared off and was left in the patient. The physician was not able to snare out the detached tip as it was lodged in a very small vessel. The snare would not reach that vessel so the physician left it inside the vessel. Subsequently, another 300cm straight tip v-14 controlwire was then advanced through the 150cm rubicon guide catheter. The rubicon helped but still it was very difficult to removed since it was very sticky. The physician was eventually able to remove the rubicon and then advanced a 2.0mm x 60mm x 150cm coyote balloon catheter but failed to cross the lesion and when the physician tried to pull the second guide wire back, it became stuck with the coyote balloon catheter and everything had to be pulled out. The procedure was completed with a guide wire that was able to cross the lesion and the physician was able to balloon the lesion and crushed the detached tip into the arterial wall. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with an unidentified guidewire inside the shaft of the coyote. Device analysis revealed that the balloon was tightly folded. Microscopic inspection revealed damage to the distal end of the guidewire, both outside of the catheter tip and inside the tip. Visual inspection of the outer/inner shaft revealed the guidewire was sticking out from the hub of the device 142cm, and 1cm from the tip of the device. The wire was measured (with a snap gage) to be at .013¿ at the proximal end and .014¿ at the distal end. The inner lumen measurement could not be taken due to the guide wire being firmly locked inside of the catheter shaft. Microscopic inspection of the tip revealed damage to the tip of the device, with additional damage to the guidewire inside of the tip/inner lumen. Microscopic inspection of the balloon revealed balloon damage (bunched-up), approximately 4mm over the proximal markerband. Microscopic inspection of the markerbands found no irregularities or defects. Functional testing could not be completed due to the condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03914, 2134265-2016-03925 and 2134265-2016-03932 it was reported that catheter entrapment on guidewire occurred. The target lesion was located in the distal anterior tibial artery. During a lower leg angiogram, a 300cm straight tip v-14¿ controlwire® was advanced through a very tight lesion. A 150cm rubicon was then advanced over the guide wire to cross the lesion. However, the device could not cross the lesion, so the physician attempted to pull the wire back but was failed to do so. After several attempts of pulling the wire, the tip of the wire sheared off and was left in the patient. The physician was not able to snare out the detached tip as it was lodged in a very small vessel. The snare would not reach that vessel so the physician left it inside the vessel. Subsequently, another 300cm straight tip v-14¿ controlwire® was then advanced through the 150cm rubicon¿ guide catheter. The rubicon¿ helped but still it was very difficult to removed since it was very sticky. The physician was eventually able to remove the rubicon¿ and then advanced a 2.0mm x 60mm x 150cm coyote¿ balloon catheter but failed to cross the lesion and when the physician tried to pull the second guide wire back, it became stuck with the coyote¿ balloon catheter and everything had to be pulled out. The procedure was completed with a guide wire that was able to cross the lesion and the physician was able to balloon the lesion and crushed the detached tip into the arterial wall. No patient complications were reported and the patient's status was fine.